Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed blisters under the lifevest. The blisters were under the blue and red electrodes and were reported to be 1-2 cm in size, itchy, painful, and oozing. The patient saw her doctor who recommended keeping the lifevest off to allow the blisters to heal. The rash was reported to be red, dry and itchy. The patient spoke to his pcp who recommended a cream for the irritation. During a follow up, it was reported that the skin irritation was improving and healing.